Event description:
It was reported that the insulin pump alarmed 3 error alarms indicating signal too low, unexpected restarted and a spanish software anomaly. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during excessive no delivery error test and self-test. No unexpected alarms were noted. The insulin pump was monitored for 48 hours with multiple basal rates. No displayable history crc check failed on startup alarm was noted during testing, however displayable history crc check failed on startup error was inside pump history due to corrupted history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.